Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Serial number is not reported in complaint. Per swi, (B)(4) complaint investigation, if serial number not available, then complaint history review (chr) is not required. Serial number is not reported in complaint. Per swi, (B)(4) complaint investigation, if serial number not available, then device history review (DHR) is not required. Upon investigation of the actual device used in this incident, it was determined that the device cubie failed to open. A technical support specialist found drawer opened but cubie lid did not open, the customer said that de-assigned and moved position to bin 04 :17 position 18., after used the admin feature to force it open, cubie lid would not open. Then technical support specialist logged in via lumidigm service and used the tester application to open the cubie, cubie still unresponsive after tried both conditional and unconditional, advised client to contact pharmacy to break the cubie to resolve the issue. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported by the customer that a bd pyxis¿ medbank tower aux cubie failed to open while issuing medication haloperidol lac 5 mg/ml vial. There were no adverse events or injuries reported based on this incident.